Manufacturer narrative:
(B)(6).

Event description:
Patient's niece contacted dexcom on 03/10/2016 to report that the receiver displayed error 121 on 03/10/2016. The patient's niece did not report injury or medical intervention. No additional patient or event information is available.